Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event in the low 60s upon waking, treated with orange juice, and glucose returned to target within approximately 15 to 30 minutes; the user then increased the sleep cgm target and was advised to notify their trainer. Symptoms included hypoglycemia. Outcomes included no need for third-party assistance and no immediate or long-term effects. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction and no component failure identified, with the cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.